Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited poor sensing. The rv lead was removed and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of sensing issue was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.